Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The cause of the reported issue was identified to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the device will not recognize infusion cassette. There was unknown patient involvement.